Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the left anterior descending coronary artery that was moderately tortuous, heavily calcified and 99% stenosed. Although there was resistance during removal of the protective sheath, the 2.5 x 15 mm nc trek balloon catheter was used. Additionally, there was resistance during advancement to the lesion. The 2.5 x 15 mm nc trek balloon catheter was used for predilatation of the lesion at 18 atmospheres for 10 seconds. During the second inflation, the balloon ruptured at 18 atmospheres. The device was reportedly prepped according to the instructions for use. A non-abbott balloon was used to complete predilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.